Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. A cracked case, cracked battery tube threads and scratched lcd window noted.

Event description:
It was reported that the insulin pump alarmed during the priming process. The blood glucose reading is 220 mg/dl. Insulin squirts out during the manual prime process. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.